Manufacturer narrative:
The sample was not returned for evaluation. The device history record could not be reviewed without a lot number. The event can most likely be attributed to a pt-device incompatibility. The directions for use states in the contraindications section: "not for use on pts with suspected or confirmed rectal mucosa impairment, i.e. Severe proctitis, ischemic proctitis, mucosal ulcerations." In the precautions section, it states, "close attention should be exercised with the use of the device in pt who have inflammatory bowel conditions. The physician should determine the degree and location of inflammation within the colon/rectum prior to considering use of this device in pts with such conditions" and also states "as with the use of any rectal device, the following adverse events could occur: excessive leakage of stool around the device, loss of anal sphincter muscle tone which could lead to temporary or permanent anal sphincter dysfunction, pressure necrosis of rectal or anal mucosa, infection, bowel obstruction, or perforation of the bowel." It should be noted that prior attempts were made to provide in-service for the end-users at this facility and were declined by the wound care nurse mgr. Additionally, recent attempts for in-service opportunities for this facility in response to this incident were not successful. (B)(4)

Event description:
It was reported that a stool/fecal management device was placed in a pt with severe diarrhea. After 9 days of use, the pt developed rectal bleeding and the fecal management system was discontinued. A colonoscopy was performed and a rectal ulcer was found, which required placement of "clips." In addition, the pt received blood. The pt continued having diarrhea and re-bled. The pt was taken to the operating room for an anoscopy to control the rectal bleeding. The bleeding area was sutured. The pt is currently improved with no further rectal bleeding.